Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and indicated that the advia centaur xp system was operating without errors. The customer reported that the fire department arrived on site, and they removed the back panels of the system to identify the smoke. The customer stated that there were no injuries, no smoke inhalations, and no one had to seek medical attention due to the event. The customer stated that five (5) samples were onboard the system at the time of the event and reported that no samples were lost or had to be redrawn. The customer was able to retrieve the samples and scheduled to run them in their next batch run. Siemens dispatched a customer service engineer (cse) to the customer site. The cse replaced the power supply and verified all voltages are in range. The cse verified the system's performance and alignments and noted no issues after performing quality controls. The system is performing according to specifications post-service. No further evaluation of the device was required.

Event description:
The customer informed siemens that smoke emitted from the advia centaur xp system. The customer turned off the instrument, unplugged main power cord, evacuated the area, and called the fire department. There are no known reports of adverse health consequences due to the smoke that emitted from the system.